Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of critical pump error. The customer¿s blood glucose was unknown. Customer was having lunch and did not realize insulin pump was in my pocket and sat on it. Customer reports they received a critical pump error image on the pump screen. Customer found red x on screen. Advise the insulin pump will not be replaced. Recommended customer refer to back up plan per hcp instructions.